Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that while impacting on the trial femur the impactor head was broken. The surgical technique was followed, no one was harmed in the incident. There was another impactor available so the surgery was not delayed. All pieces were accounted for nothing fell into the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned product exhibits signs of repeated use (nicked or gouged) and the strike plate has fractured off. All pieces were returned. The returned device also shows wear and the etching was discoloring as well. DHR was reviewed and no discrepancies relevant to the reported event were found. As the instrument had been in the field for over 4 years, and the signs of repeated use, the root cause can be attributed to the wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.